Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report an emergency room visit on (B)(6) 2016 due to high blood glucose levels. The customer's blood glucose level was over 600 mg/dl. The customer did not report symptoms. The customer was wearing the device at the time of visit. The customer treated with manual injections. The cause of the visit was high blood glucose levels. The customer changed the set before leaving the hospital. The customer reported receiving a no delivery alarm. The customer declined to perform the high pressure test. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.